Event description:
Reporter indicated a vns pt was admitted to the hosp for increased seizures. It is unk if the seizure level is greater than pre-vns baseline levels. All attempts for add'l info to the pt's attending physician have been unsuccessful to date. A battery estimate performed yielded over six yrs of life remaining, indicating the generator is likely not at end of svc.